Manufacturer narrative:
This report is filed july 29, 2016.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.